Manufacturer narrative:
(B)(4). Other device used: catalog #00598703600, nexgen hex driver bit for tibial component assembly, lot #60723719. Visual inspection confirmed that the drivers are fractured and the fractured portions were not returned. Devices have scratches. The lot #60723719 was manufactured on jun 12, 2007 and has therefore been in the field for more than eight years and four months. The lot #60102470 was manufactured on oct 20, 2003 and has therefore been in the field for more than twelve years. Hardness test was performed for both the devices and found device to be within specifications. Dimensions were found conforming to print specifications where measured. These devices are used for treatment. Instrument/provisional use and care package insert indicate that "breakage can occur for instruments subjected to high loads or impacts". This is therefore a known inherent risk. Given the potential field age and based on a review of the device and information available, the cause for the reported event appears to be normal wear and tear from usage.

Event description:
It is reported that the instruments fractured during use. All pieces were recovered at the time of fracture.